Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. The sheath was positioned in the left atrium, and when aspirating the sheath after withdrawing the dilator and the guidewire, constant air bubbles were visible in the flushing port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not currently expected to be returned as it was retained by the customer.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. The sheath was positioned in the left atrium, and when aspirating the sheath after withdrawing the dilator and the guidewire, constant air bubbles were visible in the flushing port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not currently expected to be returned as it was retained by the customer. It was further reported that only the dilator and the guidewire were inside the sheath prior to, and/or at the time, the air was observed. No irrigation was connected when the bubbles were observed, the physician was aspirating with a syringe. The bubbles were observed in the flushing line. The bubbles were observed at the step of flushing the sheath after removing the guidewire and the dilator. No air was seen in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. The sheath was positioned in the left atrium, and when aspirating the sheath after withdrawing the dilator and the guidewire, constant air bubbles were visible in the flushing port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was later returned for analysis. It was further reported that only the dilator and the guidewire were inside the sheath prior to, and/or at the time, the air was observed. No irrigation was connected when the bubbles were observed, the physician was aspirating with a syringe. The bubbles were observed in the flushing line. The bubbles were observed at the step of flushing the sheath after removing the guidewire and the dilator. No air was seen in the patient.